Event description:
It was reported that the 9600 system intermittently would display a "bad iris pot" error code on boot up. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the collimator. The system was tested and found to be working as intended and placed back into service.